Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The physician inserted a farawave pfa catheter into the faradrive sheath, and upon aspiration of the sheath, air was noticed being pulled into the sheath. The physician tried to remove the catheter, reinsert the sheath, and manipulate the valve. However, no troubleshooting attempts resolved the reported issue as air was still being pulled into the sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to return for laboratory analysis as it was disposed.